Event description:
A malfunction alarm identified as alarm 20a was reported, which occurred during the loading process of the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite attempts to load a new cartridge, the alarm persisted, and the customer was unable to resume insulin therapy. Technical support assisted and arranged for a replacement pump to be sent and instructed the customer to use a manual daily injection (mdi) as backup therapy. Additionally, instructions were provided for putting the pump into storage mode before returning it with a pre-paid label.